Event description:
During a case, the surgical table was rotated 180 degrees with the pt on it. As the table top began to turn clockwise, the surgical table began to tip over towards the head of the bed. The surgical table was returned to its original position by surgery staff members and the case was completed. The staff members reported to have been injured but no info was given as to the extent of the injury.